Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available. One image was provided for two different complaints demonstrating the placed stent inside the vessel. The stent was visibly constricted in the area of the silicone stent brake. Distal and proximal of that section the stent was regularly expanded so that it appeared like an hour-glass which indicated that the deployment sheath was retracted and that the stent adhered to the silicone brake. However, this image was provided for different complaints/ lots, and it was not known which product was demonstrated, which led to an inconclusive result for both complaints. A stent measurement was not possible. A definite root cause could not be determined based upon the available information. Labeling review: a review of the relevant for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 08/2022), g3. H11: h6 (method, results). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to expand. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2022). Device pending return.

Event description:
It was reported that during a stent placement, the device allegedly failed to expand. There was no reported patient injury.